Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a proximal segment of the lead was returned, analyzed and an issue was found with the connector. It was noted that it cannot be determined at this time how the blood entered the svc and rv legs. There was electrical intermittency between pin and cap, adhesive visible. It was also noted that the distal conductor was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The sprint fidelis lead model is included in a field advisory.